Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a right total knee replacement due to end stage valgus osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a right total knee revision due to pain in the medial proximal tibia with difficulty ambulating. There was indication of mechanical loosening of an unspecific components, further detail was not provided. The femoral, tibial and insert components were revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed. H10 additional narrative: added: b1 (is adverse event and is product problem) and b2 (is required intervention).